Event description:
It was reported that trio torque wrench tip broke; another instrument was used to finish the case.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: upon visual inspection, the socket tip was confirmed to be fractured. The analysis determined that the socket fractured in a mixed (brittle and ductile) mode through bending overload. No material or manufacturing defects were observed on any of the surface features examined.conclusion: a plausible root cause is the application of a cantilever bending force due to the hex not being properly seated in the set screw during final tightening.

Event description:
It was reported that trio torque wrench tip broke; another instrument was used to finish the case.